Event description:
It was reported as part of a study conducted tilted a retrospective, (B)(4) study evaluating the outcomes for integra skin sheet bilayer on single layer products used in complex lower extremity soft tissue reconstruction. Subject received integra, and debridement with bone excision on (B)(6) 2011. The subject's wound, which was on the left transmetatarsal amputated (tma) stump, had a surgical etiology. The wound's approximate measurement was 10cm length x 5cm width x 1.5cm depth. On (B)(6) 2011, subject was diagnosed with a new wound on right foot unrelated to the target wound. This event was documented as mild in severity and not related to the initial index treatment with integra. The action taken was local wound care and offloading. This event resolved (B)(6) 2012. On (B)(6) 2012, subject was diagnosed with another new wound on right foot unrelated to the target wound. This event was documented as mild in severity and not related to the initial index treatment with integra. The action taken was local wound care, debridement and offloading. This event resolved (B)(6) 2012. On (B)(6) 2012, the subject had an adverse event of an infection. This event was documented as moderate in severity and possibly related to the initial index treatment with integra. It was not considered a serious adverse event. The action taken was a bone biopsy, which grew positive culture results. The subject was discharged home on oral antibiotic (unspecified). The event was deemed ongoing as of (B)(6) 2012 when debridement of the target wound was performed during a f/u visit. No add'l f/u records were available.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.